Event description:
The customer reported that the system did not boot up, the customer's biomed diagnosed the problem to be surge suppressor.

Manufacturer narrative:
The ge service representative removed and replaced the defective surge suppressor pcb. He verified that the system boots properly. The system is operating as intended.